Event description:
Boston scientific crm received information that a cardiac resynchronization therapy defibrillator (crt-d) had experienced a reset a couple days post implant. No adverse patient effects have been reported.

Manufacturer narrative:
The local area sales representative has been contacted for additional information. At this time, no further information is available. Should additional information become available this event will be updated. The serial number was received for this device and a duplicate report was found. Please refer to report number 2124215-2010-12379.